Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that immunizer leaked between the bd luer-lok¿ syringe nozzle and needle. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 94381: leakage of immunizer dose between the syringe nozzle and the needle (connection between both)."

Event description:
It was reported that immunizer leaked between the bd luer-lok¿ syringe nozzle and needle. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 94381: leakage of immunizer dose between the syringe nozzle and the needle (connection between both)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.